Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a diffuse lamellar keratitis (dlk) in both eyes (ou) at 1-day post-operative exam. A brief description from the surgery center noted there was a trace of dlk in the right eye and stage 1 dlk in the left eye. Topical steroid dosage was increased to resolve symptoms. The patient had no comments or concerns. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -7.00 x -2.25 x 12; left eye pre-op 20/20 -4.75 x -2.00 x 5.